Manufacturer narrative:
The keypad connector was locked and the numbers on the screen were not ramping. The unit had unresponsive buttons due to a flattened and creased act and up buttons dome switch. The unit had a minor scratched lcd window, a cracked case at the display window corner, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report a keypad anomaly. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 219 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.